Event description:
It was reported that the tandem-provided usb charging cable became damaged and was no longer able to be used to charge the pump. There was no adverse impact to the customer's blood glucose. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.